Event description:
Bio-implants (2) broke on insertion. Anchors remained in the pt's bone. The surgeon used another device to complete the procedure with no delay reported. Nothing was returned for analysis. This device is used for treatment.